Event description:
The manufacturer was contacted in reference to rep dreamstation auto CPAP device. The reporter alleged of having nose irritation, respiratory tract irritation, eye irritation and skin irritation. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not yet returned to the manufacturer.